Event description:
It was reported that a peritoneal dialysis (pd) patient had surgery and had catheter removed. Upon follow up, the patient's pd nurse confirmed the patient only underwent one surgery. Based on the drain complications, the patient had a surgical consult which determined the patient required a pd catheter (not a fresenius product) revision surgery. The patient's drain complications were due to the issues with the pd catheter placement. There were no issues with the liberty select cycler. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).